Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized due to high blood glucose of 667 mg/dl on the infusion set on (B)(6) 2017. Customer mentioned the high blood glucose was caused by bent cannulas on the infusion set. Customer had gotten off an air plain and was vomiting. Customer was wearing the insulin pump at the time of the hospitalization. The customer declined troubleshooting for the high blood glucose. The insulin pump is not being returned for analysis.

Event description:
Harm code 2364 (dka) along with treatment code t009 were added with this report as per the corrections requested by medical safety.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.